Event description:
To whom it may concern: I have been using amo complete moisture plus for a very long time. In 2007, I visited dr. At center for sight, for a problem I thought to be allergies. I only wear one contact in my right eye and that eye was watering constantly. I knew it could not be an allergy, because it was only the one eye watering. It just kept getting worse and worse. I saw my eye doctor and he told me, he could find no problem with my eye, and maybe it was a stopped up tear duct, but could see no proof of it without doing a procedure. I elected not to do the procedure and have just been dealing with it. I recently was told of the recall and stopped using the product. My eye has immediately stopped watering! I am so upset that I have been dealing with this for months and months. I also have 4 bottles of the solution I purchased unused as well as several travel sizes. I am responding with this letter as requested in the web site and do expect to be reimbursed for my medical costs as well as the solutions.